Event description:
It was reported that the patient was not getting an adequate pain relief. No device malfunction was suspected. All device components were explanted and were not returned as they were retained by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).